Manufacturer narrative:
Serial and lot number was not received, so manufacturing and expiration date could not be provided. Changed to serious event. The report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas. The submitted log files showed pump stops occurring on (B)(6) 2018 at 9:09pm, 11:04pm, 11:05pm, and 11:06pm. All of the captured events occurred while operating on the power module. The submitted x-rays were unremarkable. An onsite driveline repair was performed on 21nov2018 by abbott personnel. The driveline was severed approximately 2.5" from the exit site and the distal portion was replaced with no issues under work order #(B)(4). The approximately 20" segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline did not reveal any damage to the silicone jacket. There was no visible damage to the bionate or breakdown of the braided shield beneath. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. It was reported that the patient did not experience any further low flow alarms after the percutaneous lead repair. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This report was determined to be a duplicate of MFR #2916596-2018-05375. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 1 year, 4 months, 5 days. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient had low speed advisories while on patient cable. Patient was put on ungrounded patient cable to see if alarms resolved. Patient cable will not be returned. No further information was provided.